Event description:
It was reported to philips that the system did not power-up. The system was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It is reported to philips that whole room is down because the system won't power up. Upon troubleshooting, fse checked the system onsite and found that system won't power up due to emergency shunt trip was hit. To resolve the issue, fse reset the shunt trip. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.